Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed a scratched lcd lens and listed downstream occlusion sensor seal. Functional testing involved three separate delivery accuracy tests and showed the device to be within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device "failed accuracy test". No patient injury.